Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial subsidence and loosening.

Manufacturer narrative:
Reported event was confirmed through review and evaluation of radiographs provided. These images were reviewed by a third party health care professional. It was noted that there were extensive radiolucent lines across the metal-cement interface. Additionally it was noted that the tibia was in a varus alignment, however it cannot be determined if this was due to the initial implantation or due to subsequent subsidence of the device. It was further confirmed that there was less than ideal bone cement adhesion to the tibial plate (<25%). Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.